Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thombus in outflow graft. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: thrombus. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention : placement of levitronix device. Implant device type: lvad.